Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual investigation, it was noted that the cutter tip, cutter pins, and one of the slots at the distal end of the shaft were broken off from the flipcutter® ii, 10 mm. The broken pieces were not returned for investigation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/18/2023, it was reported by an arthrex subsidiary employee that an ar-1204af-100 flipcutter ii broke in three pieces when the surgeon tried to drill the tibia bone socket. All the broken fragments were removed, and the case was completed using another ar-1204af-100 flipcutter ii. This was discovered during an aclr procedure on (B)(6) 2023. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional info: b4, h6 health effect - impact code.

Event description:
Additional information received on 1/11/2024: the case was delayed thirty minutes with no additional anesthesia. The patient suffered no negative effects on or after the procedure.